Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that drawer 2 had failed repeatedly. The field service engineer (fse) replaced the retractor band, as it appeared to be slightly damaged at the elbows. However, the drawer continued to fail. The fse then replaced the row e cubie tray, which had previously appeared as one of the failed components. Despite this replacement, the drawer remained in a failed state. As a final corrective action, the fse replaced the drawer controller board and the module board. Following these actions, the issue was resolved and verified using the hardware test application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 failed daily. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.